Manufacturer narrative:
The reported event of instrument breakage could be confirmed. The strike plate had broken in a brittle manner. Incoming inspection and the DHR of the reported strike plate revealed no manufacturing discrepancies. Investigation confirmed the product being in accordance to the specs. In this case the item broke in a brittle manner due to excessive hammer impacts. Traces of material seizing on the rim of the shaft identify that the rim initially had contact on the counterpart of the nail adapter. The area of breakage, in the thread¿s minor diameter, is only possible if both instruments are not in contact with each other. Subsequently, the strike plate had loosened when hammer blows were applied. Thread loosening under above aspect is commonly known. In case not, the labelling requires careful treatment and attention to safe connections between the instruments. Potential oblique impacts may have contributed to instrument breakage. Above scenario was classified being user related. With available information the event was not linked to a deficiency of the device. In case further information should become available, investigation and root cause will be updated accordingly.

Event description:
Surgeon was impacting a t2 alpha pf nail with the t2 alpha strike plate (2351-0050) and the strike plate broke at the threads. Surgeon was able to successfully complete case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was impacting a t2 alpha pf nail with the t2 alpha strike plate (2351-0050) and the strike plate broke at the threads. Surgeon was able to successfully complete case.